Event description:
Patient experienced a fracture six weeks after rf ablation of a painful bone metastasis in the acetabulum. Patient was hospitalized, then released with conservative management: physical therapy and analgesics.